Event description:
--

Event description:
Boston scientific received information that this lead was an attempted implant. The physician reported impedance measurements greater than 2000 ohms despite repositioning the lead three times. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage to the lead that was induced in the field at the explant procedure. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. Evaluation of this lead did not identify any anomalies that would have contributed to the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations.

Manufacturer narrative:
The product was subsequently returned and this product issue will be updated when evaluation is complete.